Event description:
A custom PICC line was placed for therapeutic purposes in 2005. Upon infusion, a pin hole was noticed close to the insertion site (distal to the suture wing). The PICC was replaced in about 1 month later.